Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 of the same event: it was reported that during an unspecified spine surgical procedure, it was observed that the motor device displayed e6 and e7 error codes while in use with two attachment devices. There was a five minute delay to the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The surgery was completed successfully. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.